Event description:
Tunneled PICC broke in physician's hands as he was starting to insert it. It broke outside the patient's body. Physician was preparing to insert the tunneled PICC when the end of the tunneler broke off in the PICC. The PICC was outside the patient. The tunneled PICC is not a reprocessed device. MFR was medcomp.